Event description:
It was reported that, "patient had bilateral revision of patellas and of tibial inserts. New patellas and new and new inserts were implanted." The per is reporting left knee revision.

Manufacturer narrative:
This is the same patient/event as MFR # 2249697-2010-01464; 2249697-2010-01465 & 2249697-2010-01466. An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.